Manufacturer narrative:
The insulin pump was received was with cracked and bleeding lcd glass. The insulin pump was unable to perform displacement test due to lcd damage. The insulin pump had cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer reported that the screen was only showing the battery icon and time stamp but the reset of the screen was gone. The customer's blood glucose was 148 mg/dl at the time of incident. The customer stated that the insulin pump was not dropped or bumped. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.